Manufacturer narrative:
Concomitant medical products: 429688 lead implant date: (B)(6) 2016; 5076-52 lead implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks post implant, the right ventricular (rv) lead exhibited increased and high thresholds, subsequently, with no capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.